Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6)2026. Several hours after sensor insertion, the patient experienced pain in the left shoulder radiating to the neck. The patient reported that the pain progressively worsened and occurred only when the sensor was in use. Despite the symptoms, the patient continued using the sensor for approximately two days; however, due to the severity of the pain, the sensor was removed on(B)(6)2026. Following sensor removal, the patient consulted an orthopedic physician. During the visit, the physician administered a steroid injection and prescribed methylprednisolone 4 mg tablets (21 tablets total), with instructions to complete the course through (B)(6)2026. The patient inserted another sensor into the left arm on (B)(6)2026 and reported experiencing the same pain again. At the time of reporting, the patient continued to experience pain. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).